Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that patient presented to clinic for routine checkup. The atrial lead exhibited noise over sensing which had caused inappropriate mode switch episodes. No intervention or procedure was reported. The atrial lead will be monitored. The patient was stable throughout.